Event description:
It was reported the patient had bent over and suddenly stimulation went ¿boom boom boom¿ and the patient was getting shocks. The patient felt like an ¿injured dog, yelping in pain.¿ it was stated that the patient ¿must have bent the wire" when they bent over. It took an hour for ¿it to calm down.¿ the patient had lowered stimulation from 1.4v to 1.1v. Initially, the shocking went away, but as the call continued, they were getting more shocks, just ¿less intense.¿ no outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0lfj6, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was later reported that 2 weeks after implant, patient received shocking sensation. It was noted that when she bent over to pick up a file, patient felt the sensation was painful and alarming. She called and she got assistance to turn stimulation down from 1.50 to 1.0. The patient had not touched her programmer (pp) until presently. The patient also reported 2 weeks after implant, when manufacturer representative turned stimulation up she felt a shocking sensation in her vaginal area.